Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. There was no damage to the strain relief or strain relief boot and it was fully attached. No damage noted to the fiber face within the sma connector. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the fiber was used for 1 minute and 22 seconds with settings of 25 watts and total energy used was 3.68 kilojoules, and the fiber stopped working. The fiber was checked and it was noted that the sma boot was slightly separated from the connector and had melted slightly. Reportedly, the sma connector was hot to touch and the technician burned his finger. No treatment was required to treat the burn. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the fiber was used for 1 minute and 22 seconds with settings of 25 watts and total energy used was 3.68 kilojoules, and the fiber stopped working. The fiber was checked and it was noted that the sma boot was slightly separated from the connector and had melted slightly. Reportedly, the sma connector was hot to touch and the technician burned his finger. No treatment was required to treat the burn. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event.